Event description:
Two patient samples with discrepant sodium results. Repeat testing occurred in 2008. Patient 1: initial sodium gave 124 mmol/l; repeat gave 135 mmol/l. Initial results were reported. Patients not adversely affected. Although exact root cause was not determined the field service representative noted he cleaned the ise path, checked sipper and sample probes. Performance tests were performed and within specification.

Event description:
Two patient samples with discrepant sodium results. Repeat testing occurred in 2008. Patient 2, initial sodium gave 128 mmol/l; repeat gave 138 mmol/l. Initial results were reported. Patients not adversely affected. Although exact root cause was not determined the field service representative noted he cleaned the ise path, checked slipper and sample probes. Performance tests were performed and within specification.